Manufacturer narrative:
The lead was returned with no reported complaint. As received, a partial lead connector portion was returned in one piece. Visual inspection of the lead found full breach outer insulation degradation at the proximal region.

Event description:
This report is to advise of an event observed during analysis.